Event description:
The staff and md were unsure if tip of towel clip had broken off. Tip examined with microscope lens, compared with another towel clip, still unsure. X-ray taken, read as no additional metal per md. No harm to pt. Towel clip removed from field and given to materials coordinator.(it appeared to have lost the tip, which is pointy and sharp). There was no event; the tip just didn't look whole.